Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/17/2024, it was reported by a sales representative via email that the blade of the flipcutter iii from an ar-1288qis-100 quadlink implant system broke off during drilling. Due to this, the surgeon had to drill a larger tunnel, leading to having to use button extenders. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/26/2024: this was discovered during an acl reconstruction procedure. All the broken fragments were removed. The case was completed by using a new flipcutter iii with a 17 mm button. The case was delayed about seventeen minutes; however, the sales representative does not know if additional anesthesia was used.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.